Event description:
It was reported: clinician reports patient has been in an atrial arrhythmia for about 3 months. He is seeing her in the office today and is observing atrial undersensing and tracking up the upper tracking rate at times. The p waves are measuring 2.0 mv and the sensitivity is programmed to 0.5 mv with sensing assurance on. P.p interval is 250 ms and some p waves are still being undersensed. Some p waves are still being undersensed at the most sensitive setting of 0.18 mv. Discussed options for atrial sensitivity setting, may chose to leave sensing assurance on with a programmed sensitivity of 0.5 mv. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).